Event description:
It was reported that during a routine pulse generator change out, the setscrew was not engaged and the lead was not secured in the header port. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.